Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving marcaine and fentanyl via an implantable pump. The indication for use was spinal pain. It was reported that the patient's pump had gone dry a few times in the past. The manufacturer representative (rep) stated that it started a year ago. The rep stated that the patient was going to have the pump replaced. Their new healthcare provider (hcp) wanted the pump shut down. The manufacturer's technical services specialist (tss) provided the code to discontinue the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the patient¿s previous healthcare provider had trouble obtaining the drug to fill the pump in the past and let it run dry several times. The patient sought out a new provider after the most recent incident. The pump was discontinued and the patient is being scheduled for replacement.